Event description:
In this event, it was reported that thermaseal ribbon was extruded past the working length during an endodontic procedure. The pt reported pain in the area. The dentist removed the filling to try to alleviate the pts' pain. The pt was referred to an endodontist, who recommended extraction of the tooth. However, extraction has been postponed pending the pts' response to removal of filling.

Manufacturer narrative:
While there is no indication that the thermaseal used malfunctioned, because this event resulted in a serious injury, it meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.